Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6). Resubmission of initial report due to report code error.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom sensis system. During an interventional procedure, no examination was possible because the real time controller (rtc) was down. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware defect. The investigation of the case indicates that it is a hardware defect of the real time computer (rtc). Unfortunately, the affected part was not available for further detailed investigations. Therefore, the result of the investigation is mainly based on the examination of the log file and on expert opinion. The statement that this is a hardware fault of the rtc is additionally supported by the fact that the system is fully functional again after the exchange of the affected pluto pc celsius w410 computer and no further faults have been reported so far. The affected part has been exchanged by the local service organization and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.